Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device remains implanted.

Event description:
It was reported by the patient that the red raised area of a previously operated tibia plateau fracture had opened up. The patient alleges this has happened on two other occasions. The patient further alleges that a portion of the hydroset was found in the wound. Additional information was acquired stating that the patient had an infection post op. The infection was treated with a drain and antibiotics during a follow up visit at the user facility.